Manufacturer narrative:
Batch review performed on 01 september 2021: lot 140550: (B)(4) items manufactured and released on 22-oct-2014. Expiration date: 2019-aug-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017.

Event description:
The patient came in reporting instability and the cause of instability is unknown. 5 years and 1 month after primary the surgeon revised the mpact flat liner hc 32/e with a flat pe hc liner ø36/e. The surgery was completed successfully.